Manufacturer narrative:
Medtronic received additional information that this device was explanted and replaced twelve and a half years post-implant. Prior to the valve replacement, the patient presented with elevated gradients. The patient also presented with severe (grade iii) valvular regurgitation. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information, including the patient demographic information and device serial number, has been requested, but no new information has been received to date. The device manufacturing date and the device expiration date may not be provided without a serial number. If new information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that following implant of this bioprosthetic valve (implant duration unknown), this device was explanted and replaced due to mitral valve regurgitation. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. The valve showed evidence of cauterization. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow and/or outflow. A large tear observed in the right cusp along the left right commissure appeared consistent to tears associated with restricted leaflet movement due to host tissue overgrowth. A puncture or tear along the belly of the right cusp appeared to be associated with a sharp object such as forceps. The right non-coronary and non-coronary left commissures appeared intact. The left right commissure was dehisced, possibly related to separation of the layers of aortic wall behind the commissure. The condition of the sutures holding the aortic wall to the stent post could not be observed. Visible mineralization may have contributed to the separation of tissue. Pannus may have contributed to the dehiscence. The top of the non-coronary left commissure showed serrated marks which is consistent with forceps. Remnants of cauterized pannus remained attached to the sewing ring on the inflow and outflow. Two small remnants of pannus observed on the tissue and base stitching, adjacent to the non-coronary cusp, appeared to extend into the right non-coronary and non-coronary left inferior coaptive areas. Pannus on the outflow remained attached to the outflow rail adjacent to all cusps, extending along the outflow margin of attachments to the commissural area of all cusps. Pannus on the outflow rail adjacent to the left cusp appeared to extend to the left right commissural area onto the commissure. Brown discolored tissue in the aortic wall adjacent to the left right commissure was suggestive of prior hemorrhage or blood accumulation. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the impairment of leaflet mobility may have led to high gradient. The observed dehiscence on the left right commissure may possibly be related to separation of the layers of aortic wall behind the commissure. Pannus overgrowth may have contributed to the separation of tissue. The reported regurgitation is likely attributed to the commissure dehiscence. While a conclusive cause of the dehiscence cannot be determined; the pannus overgrowth could have been a contributing factor of the dehiscence. In addition, the pannus overgrowth could have impaired the leaflet mobility, leading to high gradient. Pannus overgrowth is associated with surgical valve replacement due to patient interaction and/or healing response with the surgical valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.